Event description:
It was reported that on 05 nov 2020 a clip was found broken during use on the patient. Another clip was used.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73l1900073 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.